Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving an unknown type of drug via an implantable infusion pump for non-malignant pain and lumbar radiculopathy. The patient had a pocket revision in 2014 and the hcp had not seen the patient since early 2015. No symptoms were reported. No further information was provided. Additional information was requested from the hcp regarding drug information, symptoms experienced, troubleshooting performed, and a ctions/interventions required. If additional information is received, a follow-up report will be submitted. History: the patient medical history includes depression, anxiety, pancreatitis, hyperlipidemia, htn, right sciatic nerve pain, colon polyps, hemorrhoids, ovarian cysts, meniscus tear (right), uterine cancer 1986, chronic back pain, high cholesterol, arthritis (knees and back), numbness and tingling (right leg), history of bladder infections, diarrhea, constipation, history of panic attacks, wears glasses, hearing loss (left), abdominal pain, right arthroscopic knee surgery (2012), foot surgery, varicose vein surgery (march 2013), appendectomy (1989), right inguinal hernia repair (2010), hysterectomy (2003). Concomitant drugs: norvasc (5mg tablet once daily), buspar (7.5mg tablet twice daily), colace (100mg capsule twice daily), prozac (10mg capsule once daily), mobic (once daily), naprosyn (375mg tablet twice daily), prilosec (20mg once daily), percocet (10-325 mg tablet every 4 hours as needed for pain), promethgan (25mg suppository every 4 hours as needed), and potassium.